Event description:
A nurse reported the lens was implanted and immediately removed due to a capsule bag tear. Physician implanted an anterior chamber lens, no patient injury reported.

Manufacturer narrative:
The lens has not been received for analysis. Prior to release to the market the lens met all manufacturing specifications. The causal relationship between the device and adverse event is unknown. Report will be updated if lens is received for analysis.